Manufacturer narrative:
The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since 01-apr-2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable. Zimmer biomet complaint number. (B)(4). Weight unknown / not provided. PMA/510(k) number k101880. Summary investigation.

Event description:
It was reported that tsvtwb11 had lack of primary stability and was removed. No other implant was placed during the same procedure.